Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred during use with a pen ndl 32g 6mm 3b tw 100ct us. The following information was provided by the initial reporter, "consumer noted was using the bd mico pen needles 302749 a few years ago and found 1 pen needle that would not work. Discarded item no longer has box for lot #. Email received¿2019-12-13 22:14:36: "being a diabetic, I am truly grateful your alcohol swabs. I have tried other brands and they are horrible. Your swabs are the only ones that are thicker and hold the alcohol. I hope you never change that.. All other swabs that I have tried are thin and dry out before I can wipe my lantus insulin pen and mi injection site before use. Yours don't do that I can wipe my pen, injection site, then turn over the swab, over rewipe the pen and my injection site to clean up. I also use your micro injection needles and I have only had 1 needle that wouldn't work out of the thousands of needle I have used. I will never use anything but you bd products."